Event description:
My lap band eroded into my stomach two inches. It was removed by dr (B)(6). I got the lap band placed in (B)(6) 2009. I did lose weight but in (B)(6) 2015 I was in a great deal of pain and always sick. I had an upper gi and that is my dr saw a two inch in my stomach were the band had eroded into my stomach. Once my insurance approved the removal I had it removed. I was in the hosp overnight and recovering was awful.